Manufacturer narrative:
No product has been returned for evaluation as there was no product malfunction reported. No x-rays, MRI or cat scan results provided to confirm the alleged event. Rod fracture procedure was reported under MDR 2031966-2018-00048. No product malfunction.

Event description:
On (B)(6) 2016 patient underwent a revision procedure due to rod fracture and loose pedicle screw with no reported problems. Post physical therapy the patient experienced left lower extremity paresthesia and weakness. An MRI and cat scan were performed and no conclusive findings were noted. An exploration procedure was performed on (B)(6) 2018 where a hematoma at the lumbosacral area was identified. The hematoma has been removed.